Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 34 mg/dl and sensor glucose was 92 mg/dl at the time of the incident, the difference is outside the acceptable range. Insulin delivery was not suspended due to sensor glucose. The insulin pump will not be returned for analysis.